Event description:
It was reported that this patient presented to the ER after multiple shocks due to atrial fibrillation with rapid ventricular response. Additional information was received indicating that the patient received a total of 8 shocks. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the ER after multiple shocks due to atrial fibrillation with rapid ventricular response. Additional information was received indicating that the patient received a total of 8 shocks. No additional adverse patient effects were reported. Further information was received that this device delivered inappropriate anti-tachycardia pacing (atp) and one electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. This device remains in service.